Event description:
It was reported that when opened, the right ventricular (rv) lead tip appeared bent and the coil looked "not the same as other quattro leads." The physician requested another lead and implanted it. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted. The analyst also noted that there was a very slight distorted of the rv exposed coil at 55.8cm. It cannot be determined at this time when or show this occurred. The lead passed the introducer test with no issue.